Event description:
It was reported that the patient underwent primary anatomic shoulder replacement, approx. 4 - 6 years ago, under unknown surgeon. There's been 12-month history of pain and reduced range of motion. During surgery, humeral component (simpliciti) was found to be well fixed, though positioned somewhat proud and, according to surgeon, with small amount of osteolysis under the calcar. Glenoid poly component (keeled perform poly, it is assumed), was found to be loose, easily removed, with minimal cement around the keel (only). Moderate osteolysis in vault of glenoid (according to surgeon). All components removed, and as the rotator cuff showed signs of degeneration (according to surgeon), a reverse shoulder replacement surgery was carried out.

Manufacturer narrative:
Correction - please refer to d9 - the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned for investigation. Since an x-ray was provided, the opinion of a medical expert was sought and stated as following: the image shows the simplicity humeral component that looks well-fixed. The markers outline the keeled perform glenoid component. Definitive loosening is not apparent on this non-medical grade low-resolution image. Although the simplicity component may be placed a little bit proud, the position is very close to an anatomical reconstruction. The amount of calcar resorption is not concerning. Failure of total shoulder replacement over time is a known complication. In case of a revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where no such information is available, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. Due to these limitations, I am unable to provide statements about the patient, the procedure, and/or the device in relation to cause of the failure. Based on investigation, the reported event could not be confirmed without other evidence. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent primary anatomic shoulder replacement, approx. 4 - 6 years ago, under unknown surgeon. There's been 12-month history of pain and reduced range of motion. During surgery, humeral component (simpliciti) was found to be well fixed, though positioned somewhat proud and, according to surgeon, with small amount of osteolysis under the calcar. Glenoid poly component (keeled perform poly, it is assumed), was found to be loose, easily removed, with minimal cement around the keel (only). Moderate osteolysis in vault of glenoid (according to surgeon). All components removed, and as the rotator cuff showed signs of degeneration (according to surgeon), a reverse shoulder replacement surgery was carried out.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.